Event description:
Elderly female with history of hypertension, coronary artery disease and diabetes. She presented with chest pain and was taken to heart lab. While flushing the merit sheath introducer, the dilator had micro holes in it. It was not used on the patient.